Event description:
The patient experienced stimulation in the wrong location following knee surgery. The stimulation had shifted to his ankles and feet rather than to his lower back. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B)(4)